Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limit to, endoleak. Additional gore device related to this event: (B)(4).

Event description:
On (B)(6), 2010, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, the pt was implanted with an additional gore excluder aaa endoprosthesis to treat a distal type-1 endoleak and an iliac artery aneurysm. The pt tolerated the procedure well.